Event description:
Customer reports that: "a vpv programmer was used to reset the valve pressure from 70mm h2o to 140mm h2o. The vpv programmer gave the acoustic confirmation that the valve was set for 140mm h2o. On the following day, the patient returned to the doctor's office complaining about headaches. Upon an x-ray check, it was verified that the valve was at 70mm h2o. Attempts were made to set the valve 140mm h2o with another programmer, but it only moved to 120mm h2o. The doctor suspects that some debris in the valve mechanism is preventing it from moving. Patient is in good condition.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.